Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. There are warnings in the package insert that this type of event can occur. Under care and use, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Inspect the instrument case and instruments for damage upon receipt and after each use and cleaning."

Event description:
It was reported that a piece of the instrument snapped off during a procedure. There was no patient injury or delay in the procedure reported as a result of the event. Attempts to obtain additional information have been made; however, none is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows there are numerous impact marks along the shaft on the disc and on the impact pad. The handle is fractured down to the shaft and the fracture piece is not returned with the remaining of the device. Analytical testing was performed to identify material composition of the plastic handle. Results showed the material is consistent with the print and material certificate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.